Event description:
Reporter stated that the surgeon was using an indigo-p injector with a competitors lens and upon insertion into the eye he noticed the haptic broke off. The surgeon had to enlarge the incision to remove the lens. The surgeon inserted another lens. Sutures were required to close the wound.